Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that catheter entanglement occurred. An opticross 6 imaging catheter was selected for use. During the percutaneous transluminal coronary angioplasty (ptca) with stent, the physician was trying to advance the opticross 6 through guidezilla on a non-bsc high torque floppy extra support 300cm wire in a non-bsc 6f ebu 3.75 guide catheter the opticross 6 got tangled and would not advance. The guide wire must have rotated around the opticross in a fashion that wrapped it or tangled. They removed guide wire, guidezilla and ivus catheter and replaced with new guide wire and opticross 6. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the items were twisted together in manner that they would not move independent of each other. The two devices were removed from being twisted on the outside of the patient's body. The twisted wire was removed as a unit via the guide catheter.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed damage observed on the distal tip and the guidewire exit hole port assembly and a kink in the telescope assembly from femoral marker to the proximal end, beside, several kinks were encountered in the proximal sheath assembly of the catheter. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the items were twisted together in manner that they would not move independent of each other. The two devices were removed from being twisted on the outside of the patient's body. The twisted wire was removed as a unit via the guide catheter.